Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The scheduled index procedure treated the 90% stenosed target lesion located in the mid right coronary artery. After pre-dilation with an unspecified apex balloon, the physician attempted to place the 2.5x16mm taxus liberte stent, but was unable to cross the target lesion. Upon removal of the device, stent damage was noted on the distal edge of the stent. No withdrawal resistance was met. The procedure was successfully completed with another non bsc device. No pt complications occurred and the pt's condition was listed as "good".

Manufacturer narrative:
Pt: 18 years or older. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).